Event description:
Pt was operated on 10/6/95 for vaginal hysterectomy; bilateral salpingo-oophorectomy; anterior repair; posterior repair; perineorrhaphy; & placement of suprapubic catheter. Pt was sent home with catheter in & on 11/4/95 the catheter broke off. Pt returned to hosp for removal of catheter & now catherizes herself each day as she is unable to urinate.